Event description:
It was reported that the customer experienced a low blood glucose (bg) level under 40 mg/dl; cause was not known. Customer went to the emergency room and was treated with intravenous fluids of saline, resolving the issue. Customer was discharged the same day and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.